Event description:
Caller reported experiencing multiple alarm alerts related to an occlusion issue with their infusion set over the past several months. Caller¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. To resolve the issue, caller changed the infusion set and cartridge, resuming insulin therapy. Cts provided technical assistance and agreed to send replacement cartridges as a goodwill gesture.